Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a communication issue in which dexcom g7 continuous glucose monitor (cgm) glucose readings appeared in the dexcom app but not on the ilet, consistent with signal loss between the cgm and the ilet receiver component. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included customer troubleshooting and user education, verification of the g7 sensor code entry on the ilet, and guidance to attempt a system restart. Investigation of this case revealed that the device resumed displaying values before a restart was performed, indicating a transient communication interruption without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent wireless connectivity or signal interference, user-correctable through standard reconnection steps.